Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. The clip was then pulled off the tissue and removed from the patient. No patient injury occurred. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was located just inside the oversheath. Once the oversheath was pulled back using the sheath grip, the clip assembly was actuated and deployed. Two distinctive clicks were heard and the clip prongs opened to approximately 12mm. No abnormalities were found with the device. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. The clip was then pulled off the tissue and removed from the patient. No patient injury occurred. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.